Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hemoglobin result on a patient. There was no patient information at the time of this report. It is unknown if product is available for investigation. Date: unk, method: I-stat, test time: unk, sample: a, converted hct: 21.0, hgb: 7.1; next day, lab, unk, unk, 35.3, 12. There are no injuries associated with this event. There is not enough information conclude that there is no malfunction. The customer did not provide patient information, test times, and there was no repeat on I-stat. Although there was no repeat on I-stat, it was concluded that based on the information available the results would put the patient in the clinical transfusion threshold for rbc. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/07/2017. Retain and product was tested and the customer's complaint was not reproduced. Return product was not available.